Event description:
Patient mentioned the pump before their current pump was a flowonix and "the pump suddenly stopped working and she went through horrible withdrawals." If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).